Event description:
It has been reported that during the trialing process of knee arthroplasty, the impactor pad fractured in two pieces. It was reported that no fragments of the impactor pad were left in the patient.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned section of the persona femoral cr impactor pads confirmed that the parts had fractured. It was also noted there were scratches, nicks and general wear on the returned impaction surfaces indicative of repeated use. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.